Event description:
It was reported that on (B)(6) 2023, patient had a lump on their abdomen near driveline exit site. The patient went to outside hospital and lump was drained and cultured but hospital did not provide culture results. The patient went home from outside hospital then called lvad coordinator (B)(6) 2023. There was concern for driveline infection and vad coordinator had patient admitted. Upon admission on (B)(6) 2023, the patient was treated with oral antibiotics on (B)(6) 2023, and wound vacuum was placed. The patient was on doxycycline for 3 months and will follow up with infectious disease outpatient following discharge.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.